Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the left brachial artery. The target lesion was located in the heavily calcified and tortuous left common iliac artery. After a 6 x 90cm non-bsc introducer sheath and a 035 magic torque guide wire were positioned across the target lesion, an 8.0x40x135 cm express ld iliac / biliary stent was advanced to the lesion with difficulty and eventually became stuck in the vessel. The physician decided to remove the device; however, during removal, the stent was stripped off of the stent delivery system and was left lodged in left common iliac artery. Multiple attempts were made to place a smaller diameter wire through the stent but were unsuccessful. Several attempts were also made to snare the stent but were unsuccessful. The physician decided to leave the dislodged express ld iliac / biliary stent firmly lodged in its current location. Later that night, the patient underwent a femoral to femoral by-pass surgery and the procedure was completed; however, the dislodged express ld iliac / biliary stent was still left lodged in the left common iliac artery. No patient complications were reported and the patient's status was fine.